Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that during laser vision correction surgery on 10/29/2015 patient had lots of movement and suction broke at (B)(6) of flap creation in right eye. A second attempt was done and suction broke at (B)(6) of flap creation in same eye. Surgeon decided to discontinue treatment and discussed photorefractive keratectomy possibility for right eye only and for both eyes but will attempt photorefractive keratectomy on right and lasik in left eye the next time. It was reported that patient was satisfied with explanation of events and will check schedule for photorefractive keratectomy and get back to the center. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Bcva from (B)(6) 2015: right eye pre-op 20/20 -8.25 x -1.25 x 172; left eye pre-op 20/20 -8.25 x -1.50 x 2.